Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had main drawer failure. Customer unable to recover with usual methods. Extreme disruption to patient care and workflow. The field service engineer troubleshot medstation es and found drawer 4.1 not detected on bus. Reseated all drawer printed circuit board assembly cables on each drawer. Found that drawer 4.1 led on interface printed circuit board assembly was not lit up and drawer is not showing in application or hardware test application. Replaced retractor band, no change. Replaced interface printed circuit board then issue resolved. Tested in diagnostic and customer verified the working. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es major drawer failure. Customer was unable to recover with usual methods. The issue caused extreme disruption to patient care and workflow. There were no adverse events or injuries reported based on this incident.